Event description:
On multiple occasions leakage was noted from injection sites. Reportedly, this is noted during patient use. Clinician stated that clinician had an incident where chemo leaked on the floor. No report of injury or medical intervention. Leakage occurs when port is accessed with becton-dickinson (bd) blunt plastic cannula or baxter secondary set.